Event description:
Pt to or for abdominal-perineal resection in 2002. Epidural catheter for pain mgmt was placed and pt transferred from pacu to acute care floor without incident. At 0700 epidural soln found dry, pump failed to alarm. Catheter pulled & pump taken to bio-med for investigation.